Event description:
It is reported that the surgeon tried to impact 2 different liners onto the spacer with no success. The surgeon then tried a different spacer and the liner was able to be impacted successfully.

Manufacturer narrative:
This report will be amended when our investigation is complete.